Manufacturer narrative:
This event was determined to be supplemental and that the investigation findings will be submitted under target regulatory report MDR-(B)(4).

Event description:
The cause of the intracranial hemorrhage was unknown. There were no changes to the patient's medication that may have contributed. The patient would be followed up with computed tomography (CT) diagnosis.

Event description:
It was reported that the patient had neurological dysfunction on (B)(6) 2023. On (B)(6) 2023, a computed tomography was performed, and intracranial hemorrhage was observed at the left parietal lobe sulcus. Clinical symptoms were stroke and diplopia. Anticoagulant treatment of warfarin was given to the patient at the time of the event. The cause of neuropathy was complexity of medical management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.